Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old female undergoing cardiac surgery was to be implanted with an impella cp device for mechanical circulatory support. The impella cp would not pass through the ascending aorta due to the patient anatomy. The placement of cp was aborted. ECMO was placed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was due to patient condition.